Event description:
It was reported that the left ventricular (lv) lead was found to have pulled back sometime after implant, and it was not possible to advance the lead any further. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - (B)(6) 2009 4194 implantable pacing lead - (B)(6) 2009 5024m implantable pacing lead - (B)(6) 1996. (B)(4).